Event description:
It was reported that the customer was having a motor error occur with their insulin pump. Customer's blood glucose level was not mentioned. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed prime, compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm test. There was no motor error alarms noted. However, moisture damage was noted on motor assy. There was a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All of the buttons function properly. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.